Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: received one powerport MRI with groshong catheter segment and cath-lock for evaluation. Visual inspection noted the partially removed septum and port body damage consistent with the report that the septum was intentionally removed. The port septum was removed and water was flushed through the port body, no leaks were observed. However, as the complete catheter was not returned for evaluation the investigation will remain inconclusive for the alleged leak. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately four years and eight months post port placement in the right internal jugular vein during infusion, leakage allegedly was found around the port site. It was further reported that imaging was performed and there was subcutaneous leakage around the port. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The device has been returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that during infusion, leakage allegedly was found around the port site. It was further reported that imaging was performed and there was subcutaneous leakage around the port. The device was removed. There was no reported patient injury.